Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the photographs identified: rupture: no observed on the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data: b5, d1, d2, d4, g1, g4, h4, h6.

Event description:
Healthcare professional additionally reported left side capsular contracture baker grade unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported bilateral rupture diagnosed via MRI. This relates to left side. Device remains implanted.

Event description:
Patient reported bilateral rupture diagnosed via MRI. Healthcare professional additionally reported left side capsular contracture baker grade unknown. This relates to left side. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: only observed a device but don¿t have openings. Capsular contracture: observed next to the device have appears to be biological tissue but , it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.6b., h.6.

Event description:
Device has been explanted.